Event description:
It was reported that during a coronary drug-eluting stenting procedure, the taxus stent dislodged. Following placment of a cypher stent in the distal lad, the physician attempted to stent the proximal lad with the taxus stent. The lad was small and tortuous: the lesion was fibrotic. He was not able to cross the lesion and the stent dislodged during the first pullback. The stent dislodged at the ostium of the lad and was in the left main coronary artery. The patient underwent subsequent coronary artery bypass surgery. The patient status is unknown. No additional information is available at this time.